Event description:
The pump was returned to baxter for service. During the evaluation, the technician noted an air in line error in which the air in line printed circuit board (ail pcb) was determined to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: during evaluation the reported condition of ail pcb out of specification was confirmed. Inspection of the device revealed failure code 810:11 is caused by a defective ail pcb. The pump head module (phm) was replaced on the pump to correct the failure.